Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a recorded blood glucose of 55 mg/dl after announcing and eating a meal, noting recent fluctuations and changes in meal announcement practices; education on proper meal announcements and troubleshooting were provided. Symptoms included hypoglycemia. Outcomes included transient impact with self-management. Investigation included technical support review and user education. Investigation of this case revealed no device malfunction identified and a need for user guidance on meal announcements. It was concluded that the event was due to cause unclear with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.